Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
The user did not have an issue with the implant, but she mentioned that the size the doctor selected was too small. The implant came out on its own on (B)(6) 2024. She stated there were no symptoms or pain nor medication needed and no surgical intervention. She said, "it just came out". She went back to his office when the implant came out and she mentioned that "they" told her that the implant size that the doctor selected was too small and that a larger implant should have been placed due to her bone type and jaw. She said that when she went back to the office, they did not want to do anything about it since it came out on its own. She said that the doctor did not see her. She was upset since they did not want to refund her for the procedure. She stated she will now have to see another provider. The second implant she does not have any problems with it, it is doing fine.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR as no lot number was provided. Stock product reviewed results: no stock product review as no lot number was provided. Investigation methods/results: customer has not returned the reported device for review to date; therefore, unable to evaluate. Root cause description: "osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. T manufacturer reference: (B)(4).